Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The hypotube is completely separated 20.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified diagonal artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, the proximal segment of the shaft was fractured when it was advanced through the lesion. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.